Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during a code blue situation, the IV bag was spiked with the set and the infusion was started, nothing was added to the bag, after a few minutes, cloudiness and precipitate was noted in the drip chamber and extended to the first y site above the pump segment. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were received for evaluation. However, six (6) pictures were received. Pictures 1,2 and 4 show a drip chamber with cloudy fluid in the fluid path. The other pictures show other parts of the IV set with fluid in the fluid path. Although cloudy liquid was observed in the drip chamber, the defect of foreign matter cannot be confirmed due to the parts being used and no sample being returned. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used set without packaging was returned for evaluation. The set was spiked on a 1000 ml bbraun 0.9% nacl bag. Another unidentified set was returned spiked on a 100 ml bbraun bag containing 5% dextrose. These sets were not returned connected. The parts were visually examined per specification. Cloudiness was noted from the tubing to the pump segment of the IV set. No other visual defects were noted in either set. The defect of foreign matter in the set was confirmed through visual inspection. However, due to the set being used, no specific conclusions can be made regarding the cause of the reported event. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available a follow up will be submitted.